Event description:
It was reported that lvp has been having a lot of breaks on the door. The lower and upper post covers on the inner door of the bd 8100 is cracking or warping. All inner door breaks were in the same spot. This looks to be caused from over extending the door when opened, forcing a crack or warp of the inner door which then allows the door to fall off the front of the lvp and hang by the door harness. It was reported that there was no patient involvement and although requested, additional information was not provided.

Manufacturer narrative:
Upon further review of the file, it was determined that the stated complaint is not reportable. Please disregard this record.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that lvp has been having a lot of breaks on the door. The lower and upper post covers on the inner door of the bd 8100 is cracking or warping. All inner door breaks were in the same spot. This looks to be caused from over extending the door when opened, forcing a crack or warp of the inner door which then allows the door to fall off the front of the lvp and hang by the door harness. It was reported that there was no patient involvement and although requested, additional information was not provided.